Event description:
It was reported that the stenoscope system flip flop brake will not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The flip flop brake was adjusted during the service call. The system was tested and found to be working as intended and put back into service.